Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. Blood glucose level was 26 mmol/l. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Auto mode was active at the time of event. Insulin pump will not be returned for analysis.